Manufacturer narrative:
(B)(4). Batch #t9546e. Investigation summary: the device was returned with the upper jaw detached and not returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the mobile jaw was removed from the device. Surgery was successfully completed. Fragments were generated, but were removed easily without additional intervention. There were no patient consequences.